Event description:
The customer called to report that the insulin pump was not calculating or delivering the correct amounts of insulin. The reporter stated that he tested this by pushing five units of insulin with a syringe, followed by five units of insulin with the insulin pump. The results were very different. The customer was not comfortable with the insulin pump, but stated that he just changed the infusion set and would monitor the current infusion set. The customer declined troubleshooting or having the insulin pump replaced at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.